Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted with two proglide devices using the pre-close technique via a 6f sheath hole prior to an interventional abdominal aortic aneurysm repair (aaa) procedure. Reportedly, with both proglide devices, a link break occurred after the plunger was removed. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to an 18f sheath and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide device sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported link break could not be tested due to some device components not being returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.